Event description:
It was reported that(1) device was used during a laparoscopic fundoplication. It was reported by the affiliate that the r320 instrument clip was malformed. Another instrument was used to complete the case. There was no consequence to the patient.